Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: the customer reported ¿freestyle libre sensor, when placed on the back of the upper arm falls off and is unable to provide blood glucose data to reader. This is not good. When the device sensor is ripped off the arm, such as when walking around a corner in a hallway it catches the edge of the corner and rips from the arm. After three times if this happening my arm became painful in the spot where the sensor was attached¿. There was no report of any third-party medical intervention and no further information was provided. There was no report of death or permanent impairment associated with this event. Based on the information provided, there was no report of serious injury associated with this event.